Event description:
The customer reported the ac power module connector separated and the wires broke. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector separated and the wires broke. There was no reported pt involvement. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for evaluation. We will consider this a malfunction of the ac power module.